Manufacturer narrative:
"This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure ¿[metal bit on end fell off]¿ was confirmed. According to henke: the failure description of the customer could be confirmed during the analysis at hsw, the keel on the distal end is missing . Strong traces of usage and damages on the distal end could be detected, especially the glass fibers on the distal end are damaged . Scratches on the outer tube and on the main part could be detected. Dents on the eyepiece could be detected. Deposits on the distal end and on the outer tube could be detected. The image of the scope is good. Based on previous complaints, a possible root cause for this failure is: the missing keel on the distal end indicate high temperatures that have been applied on the scope . These high temperatures and the cooling down afterwards made the materials inside the scope extend and contract, what has lead to loose the keel, that finally dropped out . It could not be detected, whether a too high temperature or other chemical stress which could have act on this scope is responsible for this failure . The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip fell off during surgery; however, the tip was retrieved. The procedure was reported to have been completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip fell off during surgery; however, the tip was retrieved. The procedure was reported to have been completed successfully with no adverse consequences to the patient.